Event description:
It was reported that during inspection for use the video processor had error e315 and no cables are attached to the paddle connector. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.